Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3580 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the catheterization of the patient, the doctor had difficulty in delivering the sheath due to the fold of the sheath tip, resulting in intraoperative waiting.